Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted log file contained data and events from 05feb2023 through 09feb2023. Elevations in pump power and flow were captured between 07feb2023 and 09feb2023, with values reaching up to 9.2 watts and 12.0 liters per minute (lpm), respectively. The pump appeared to function as intended and operated at or above the low speed limit (lsl) for the duration of the file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas) and no further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) outlines all pump parameters. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction", provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 8 of the IFU advises that all expired products should be disposed of. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump was implanted after the labeled expiration date.